Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The instrument was found with a dislodged grip ring and a damaged screw head. When tested on an in-house system, the instrument passed the recognition and engagement tests and demonstrated intuitive motion with a full range of movement in all directions. However, the grips did not open, and the grip open lever was not functional. The dislodged grip ring was likely the cause of the grips failing to open. The grip ring was observed to move freely up and down along the grip drive adapter. Additional observations related to the customer-reported complaint: the grip ring screw was found dislodged and attached to the magnet inside the housing. As a result of the grip ring screw becoming dislodged, the grip ring was also dislodged.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the vessel sealer extend (vse) instrument came damaged and the jaws would not open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vse instrument was confirmed to have not worked at all during the procedure. The jaws of the instrument were not stuck on tissue when the issue occurred. There was no bleeding as a result of the issue and no damage or abnormalities were noted following removal of the instrument.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.